Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07065. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, rectocle, and enterocele. Following implantation the patient experienced extrusion, recurrence and urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.